Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported that during an afib procedure the handle was broken on guidestar. This was noticed about half way through the procedure, after isolation of lpvs. There was a 30 minute delay in the procedure. No patient harm reported. No additional information is available.

Manufacturer narrative:
The device was not returned for analysis, the investigation was focused on review of product documentation, therefore, the exact cause of the product issue cannot be determined and the clinical observation could not be confirmed. However, following controls are in place to mitigate the reported product issue. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Per qa procedure (destino steerable guiding sheath in-process and final inspection) · deflection test is performed 100% by manufacturing personnel as per procedure and inspected by quality personnel at an aql level (sample size: ansi z 1.4, gen level I, normal, aql 1.5). · for unidirectional models, verify the deflection knob is set to 0. Place the deflection section of the device on the applicable template as shown in figures below and deflect the device until the curve falls within the applicable deflection template. Verify the device can deflect to 170° (nominal 180° - 10°) on half the template. Per IFU: preparing steerable sheath for insertion: verify deflecting and straightening of the distal section of the steerable sheath using the handle of the sheath. Refer to deflecting and straightening the steerable sheath" for instructions. No further follow-up is required. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.